Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with swelling noted at the site of their implantable cardioverter defibrillator (ICD). Follow up indicated that the ICD system was extracted due to an infection. No further patient complications have been reported as a result of this event.